Event description:
It was reported that the registered nurse (rn) completed a chart review on the duragen and found that this patient had a fever in the immediate postoperative period using their hospital criteria. Additional information was requested and on (B)(4) 2013, the following information was received: one quantity of duragen (product ID (B)(4) with lot number 1125526) was implanted in the patient on (B)(6) 2013 during a lumbar spinal fusion. The fever criteria used by the user facility was reported as a temperature of 100.4 degrees fahrenheit or greater. The patient's temperature readings were on: (B)(6) 2013 = 101.1 f, on (B)(6) 2013 = 101.1 f, on (B)(6) 2013 = 100.3 f, on (B)(6) 2013 = 100.1 f, on (B)(6) 2013 = 101.0 f, and on (B)(6) 2013 = no fever. The patient did not have any fever prior to the surgery and/or implantation of the duragen. No cultures were taken. No specific treatment was given to the patient for the fever. However, as per protocol for the surgery, the patient was given antibiotics after the surgery. The patient was also given tylenol for pain. Patient outcome was reported as good and the patient was discharged from the hospital on 03/07/2013 without any fever.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.